Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: medication leakage has been detected between the plunger and the body of the syringe. These syringes are used to load cytostatics and medication leakage has been detected between the plunger and the body of the syringe. It is a little complicated to say the percentage of defective syringes, but approximately 2-3 out of 10. During use the nursing staff of the service have been detecting failures in the 50 ml syringes with ref: 300865, the batch we are using right now is the 2110093, it is impossible for me to know if this incident has been detected in any other batch. As I told you, these syringes are used to load cytostatics and medication leakage has been detected between the plunger and the body of the syringe. It is a little complicated to tell you the percentage of defective syringes, but approximately 2-3 out of 10.

Manufacturer narrative:
H6: investigation summary two photos received by our quality team for investigation. Upon visual evaluation, leakage past the stopper is observed, no other defect can be observed. A device history review was performed for lot 2110093, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples from the same lot were evaluated. Barrel do not present any damage that could have deformed their shape. The stopper is correctly assembled, when the syringe is disassembled the plunger does not show any defect. Further testing was conducted, no sign of leakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: medication leakage has been detected between the plunger and the body of the syringe. These syringes are used to load cytostatics and medication leakage has been detected between the plunger and the body of the syringe. It is a little complicated to say the percentage of defective syringes, but approximately 2-3 out of 10. During use the nursing staff of the service have been detecting failures in the 50 ml syringes with ref: (B)(4), the batch we are using right now is the (B)(4), it is impossible for me to know if this incident has been detected in any other batch. As I told you, these syringes are used to load cytostatics and medication leakage has been detected between the plunger and the body of the syringe. It is a little complicated to tell you the percentage of defective syringes, but approximately 2-3 out of 10.